Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. Related manufacturer reference number: 2017865-2019-11244.

Manufacturer narrative:
The device was returned for analysis due to patient death. The results of all tests performed indicated that the device exhibited normal device characteristics. The device longevity was assessed and found to be within normal range of operation with appropriate remaining longevity. No anomalies were found.